Event description:
It was reported the pt's ipg was inoperable. Per the physician, the pt may not have charged the ipg. Subsequently, the ipg was explanted and replaced which resolved the issue. The pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: the complaint for 'no communication' was not confirmed. The returned ipg with a low battery warning was at 'stim off'. Despite the low battery voltage it successfully communicated with lab equipment and was fully charged on a lab charging system. The ipg was tested the mfg specifications using the autotester and passed all portions of the test. No functional anomalities were observed that would contribute to the reported complaint. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.